Manufacturer narrative:
E1: ptient's city: (B)(6) patient's country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage at tubing on (B)(6) 2025. The infusion set was used for four days. No further information available.